Event description:
No additional information received from customer.

Manufacturer narrative:
Additional information to h4. The device was not returned and not reproduced. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during a preventive maintenance, it was noted the reprocessor had a broken connector. There were no reports of patient involvement